Event description:
It was reported that the patient was having trouble with coupling bars. The patient charges every other day. For the past few weeks prior to this report sometimes the recharger worked and sometimes it did not. The patient was getting 2-4 coupling bars for the few weeks prior to this report; previously been getting 6-8 coupling bars. The patient's implantable neurostimulator (ins) would previously charge within an hour but lately the patient would charge for 50 minutes and see no improvement to ins battery level. The patient thinks the ins moves around. The patient was able to get 6 coupling bars following an antenna locate feature. The patient thought maybe there was an issue with her battery. Additional information requested but had not been received as of the date of this report.

Event description:
Upon review it was determined that this manufacturing report and manufacturing report #3004209178-2013-19663 were related. Please refer to this second report for information reported after the first. Any new information will be reported through this first report.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4): product type recharger; product ID 64002, lot# n250136, implanted: (B)(6) 2010: product type adapter; product ID 37092, lot# 254640001, implanted: (B)(6) 2010: product type accessory; product ID 37642, serial# (B)(4): product type programmer; patient product ID 3387-40, lot# j0427656v, implanted: (B)(6) 2004: product type lead; product ID 3387-40, lot# j0437355v, implanted: (B)(6) 2004: product type lead; product ID 748240, serial# (B)(4): implanted: (B)(6) 2004: product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004: product type extension; product ID 37651, serial# (B)(4): product type recharger. (B)(4).

Event description:
Additional information received reported that the patient received assistance from a manufacturing representative and their concerns were resolved. Patient had an appointment scheduled for (B)(6) 2013. Additional information received reported that the patient had not been seen or heard from since (B)(6) 2012.